Manufacturer narrative:
Patient information is not available for reporting / clinical reference # fr tfna. This report is for unknown unk - tfna nail /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: the reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. A two week post-operative periprosthetic fracture was reported which required a revision to a longer nail. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was an event with the trochanter femoral nail advanced system. No information about the event and patient condition available at the moment. On (B)(6) 2017: tfna clinical registry: it was reported the patient had a trochanteric fixation nail advanced (tfna) procedure on an unknown date. The patient experienced an additional femur fracture near the distal tip below the short 235mm tfna nail within the first two weeks after index surgery. The nail was exchanged to a long (360mm) nail and the patient recovered without any persisting damage. Surgery delay was unknown. This complaint involves 1 part. Concomitant reported part: 1x unknown tfna blade this report is 1 of 2 for (B)(4).